Event description:
It was reported that a patient presented in-clinic. Upon interrogation and review of prior remote transmissions, the patient's right ventricular (rv) lead was found to have over-sensing of noise. The rv lead was capped and replaced on (B)(6) 2021. During the procedure, an insulation breach was found on the rv lead. The patient was stable throughout.